Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va08745, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had problems last week and had a lot of pain in her vagina, and she thought it was either a bladder infection or kidney stones, but the hcp (healthcare provider) says its neither one. It was also noted that the patient had a mammogram, and just wanted to make sure it was safe to have this done. The patient was told that there was no known interaction with a mammogram and to turn the ins off. The patient's ins was currently off from her mammogram today ((B)(6) 2013) and when she turned the ins the pain remained. If additional information is received, a follow up report will be sent.